Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, increased capture threshold was noted on the left ventricular (lv) lead due to dislodgement. The lv lead was explanted and replaced to resolve this event. The patient was stable following the procedure with no adverse health consequences. Related manufacturer reference number: 2938836-2019-14487. Related manufacturer reference number: 2017865-2019-14826.

Manufacturer narrative:
The reported events of dislodgement and increased capture threshold were not confirmed. As received, a complete lead was returned for analysis. The s-curve hump height was measured and it was within specification. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. Furthermore, visual inspection of the lead revealed damages consistent with procedural damage.